Manufacturer narrative:
Our field service engineer (fse) was on site to investigate the reported issue. Visual inspection showed that water had entered into the air gas module due to the air compressor not being able to drain excess water because of its faulty drainage valve. Provided picture confirm the presence of water/corrosion in the air gas module. After replacing the air gas module, the ventilator passed all functional and safety tests and was returned for clinical use. According to the user´s manual, maximum levels of water, (h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded.

Event description:
It was reported that the ventilator's air gas module was contaminated with water due to connected compressor's faulty drainage valve. There was no patient harm. Manufacturer's ref #: (B)(4).